Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse checked the erbe and noted the error c-37. The fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi has received the erbe, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the integrated electrosurgical unit (iesu/erbe) had an error c-37. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the customer to reboot the erbe but the issue persisted. The tse asked the customer to check the pedal in the vision side cart (vsc) if it was pressed or not and the pedal was not pressed. The customer decided to use a forcetriad generator to continue. The procedure was completed with no reports of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed using a forcetriad generator. There was no patient injury.

Manufacturer narrative:
The erbe integrated electrosurgical unit (iesu) generator was found to have an error c-37. The unit was placed on an in-house system and run in normal mode. The error appeared upon start up.

Event description:
Refer to h10/h11 for follow-up information.